Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion and no delivery tests were unable to be conducted due to motor error alarms during bolus. The pump had scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of motor error with the customer's insulin pump. The mother states they cannot get the device to prime. The mother states the numbers were noted to be ramping and then alarmed for motor error. The customer's blood glucose level at the time of incident was 568 mg/dl. The customer's most current level was 311mg/dl. The customer had treated the highs. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.